Manufacturer narrative:
Pump was received with intermittent button response due to lcd unlock keypad connector. Pump was received with scratched lcd window, cracked case display window corner. Unit received with cracked lcd window. Unit received with cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 88 mg/dl. Troubleshooting was not performed. The device was returned for analysis.